Manufacturer narrative:
An outside united states (ous) customer contacted the siemens healthcare diagnostics remote services center (rsc) and reported that they obtained erroneously depressed creatinine 2 (crea 2) results on sixteen patient samples on an atellica ch 930 analyzer. Quality control (qc) was out of range on the affected well but recovered within the range on different well. Siemens is evaluating the event.

Event description:
The customer reported that they obtained erroneously depressed creatinine 2 (crea 2) results on sixteen patient samples on an atellica ch 930 analyzer. The erroneous results were reported to the physician(s) and were questioned. The samples were repeated on alternate atellica ch 930 analyzers. The repeat results matched the patient¿s clinical history and reported to the physician(s) as correct results. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2025-00275 on 14-oct-2025. Additional information (07-nov-2025): siemens healthcare diagnostics concluded the investigation of the event. Siemens reviewed the information provided by the customer, and the available instrument data files. Quality control (qc) recovered low outside the customer's acceptable ranges, and erroneously depressed creatinine_2 (crea_2) patient-sample results were obtained when ran with a reagent lot calibration using well 2, and the qc recovered within the customer's acceptable ranges when ran with an alternate crea_2 lot using well 1. Siemens review did not identify any sample aspiration or hardware issues during the event. Siemens evaluated the event and determined that the compromised reagent well potentially contributed to the reported event. The cause of the compromised reagent well is unknown. A product issue was not identified. The device is performing according to the specifications. No further evaluation is required. Section h6 has been updated to reflect the siemens investigation.